Manufacturer narrative:
Details of complaint: the customer reported a bsm-5106a has readings that do not match. The nka ts team confirmed that the customer was using the device incorrectly as they were using a jp-910p and edwards cable since the jp-910p was too short. The customer requested to purchase a new jp-902p cable to replace their jb-910p cable. After purchasing, the issue still persisted and the customer requested to upgrade the software in order to resolve the issue. After multiple attempts to follow up with the customer, the customer did not respond. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided from the customer to resolve the issue. Attempts were made to follow up with the customer to obtain further information, but there was no response. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: nk smart cable (lot# unknown). Edwards transducers (lot# unknown). Edwards cable (lot# unknown). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported invasive blood pressure reading discrepancies. No consequence or impact to the patient.

Manufacturer narrative:
The customer reported invasive blood pressure discrepancies. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The following devices were being used in conjunction with the bsm: nk smart cable (lot# unknown). Edward transducers (lot# unknown). Edward cable (lot# unknown).

Event description:
The customer reported invasive blood pressure discrepancies. No consequence or impact to the patient.